Event description:
It was reported that the patient was not able to adjust stimulation. The patient programmer display showed a ¿call your doctor¿ icon and had a power on reset (por) condition. It was noted that the patient saw this 3 days ago.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported confirmed that their implantable neurostimulator (ins) battery had depleted normally but the patient expressed dissatisfaction with longevity. The patient stated that the battery "was dead and it died sooner than it should have". It was noted that the patient may be going in for a thyroid test. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-33, lot# v681337, implanted: (B)(6) 2011, product type: lead. (B)(4).